Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, fallopian tube perforation, hormone level abnormal, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, fallopian tube perforation, hormone level abnormal, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event added: perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, hormone level abnormal, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: case become incident previously added injury nos was replaced with pelvic pain and new event : abdominal pain, back pain, menorrhagia, migration, psych injury, migraine, hormonal changes, device monitoring procedure not performed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.